Event description:
It was reported that this patient had explant of an edwards mitral bioprosthetic valve after an implant duration of approximately five (5) days. The surgeon has reported that the patient was brought back emergently due to suture looping. It was also noted that this valve was implanted in the tricuspid position. The patient is reported as doing well after redo-tricuspid valve replacement. No other details provided.

Manufacturer narrative:
(B)(4). Suture looping. Device manufacturing and sterilization history record review. Evaluation summary: customer report of possible suture loop was confirmed. As received, the leaflets exhibited characteristic markings which indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by a suture that was tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. Evaluation of the subject device has confirmed the reported suture looping. Per the device instructions for use: "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve... As with all prostheses that have open cages, free struts, or commissure supports, care must be exercised to avoid looping or catching a suture around a commissure, which would interfere with proper valvular function. To minimize the potential for suture looping, it is essential to leave the deployed holder in place until all knots are tied." In this case, it was reported that the edwards mitral valve was implanted in the tricuspid position. Therefore, the device was used in an off-label manner which likely caused or contributed to the reported suture looping. It has been determined that this event was due to procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No corrective or preventative actions are required at this time.